Event description:
Reporter received letter on (B)(6) 2025 from walmart pharmacy listing recalled freestyle libre lot numbers. Reporter was guided to call the FDA, since her husband's current device matches a lot number provided. No known adverse events.